Event description:
Patient's second revision surgery, due to breakage of two standard screws on glenoid side. Surgeon explanted all glenoid components and replaced with those from a different manufacturer. Additionally, surgeon upsized the humeral cup. Patient's primary surgery was (B)(6) 2018. Patient's first revision converted anatomic shoulder to a reverse due to failing rotator cuff approximately 8 months later, and was not previously reported.